Event description:
It was reported that the pump emitted a low battery alarm at which time the pump was found to be hot to the touch.

Manufacturer narrative:
There is no reported patient impact associated with this complaint. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy. The complaint that the pump was hot the touch could not be duplicated or verified.